Manufacturer narrative:
H3: product analysis confirmed that visually, the product was returned in a plastic zip lock bag. There were no other components returned. There was no noted damage in the construction of the device. The harness was wrapped in a surgical tape when returned from customer. There were traces of contamination located inside the murphy eye. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 87.1 ohm (red), 64.0 ohms (red with white stripe), 85.3 ohms (blue) and 76.3 ohms (blue with white stripe), all within specification. Functionally, the device was connected to the nim system for electrode check and functional test (tube was submerged in a saline solution). The electrode check failed as soon as connected (stim 1 return electrode failed, returned as red x, instead of green check mark). There was an intermittent noise recorded on channel 1 (it was jumping from 10 ¿v to 29 ¿v and above 29 ¿v). After tube was manipulated, the electrode check failed again and there was still intermittent noise on channel 1. For further analysis, a syringe was used to inject 15cc of air into the cuff, and cuff inflated/deflated with no issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery using a loaner nim vital, the system seems to be exhibiting intermittent noise on channel 1 on the pi box, which is where the endotracheal tube was connected to. Sometimes the tube would loses connection and electrode check failed intermittently. The customer was advised to adjust the position of the endotracheal tube throughout the case and got through surgery with no patient impacted. System checkout after surgery indicate that the system functioned as intended.